Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) micro-volume inlets had foreign matter at an unspecified location. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: five (5) actual devices were received for evaluation. Visual inspection of the returned samples showed embedded particles on the outside of the white connector, between the spike and the housing. The particles were further described as dark particle/fiber spot, clear liquid spot or blue stain spot. The reported condition was verified. The cause of the condition could not be determined; however, was possibly due to variations in the manufacturing, packaging process, as the particulate matters observed were either enclosed or embedded in the samples sealed product packaging, or embedded in the product tubing, or observed on various areas of the inlet products including the white downstream connector, and between the spike cap. Should additional relevant information become available, a supplemental report will be submitted.